Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks h3 & h6: a field service engineer was on site and found that the system hard drive was almost full; preventing new cases from being stored. Therefore, a test case was created to verify the system was operational, and then the stored data was archived and deleted. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in a procedure. During use, the system timed out and the screen went blank. The patient information was lost and had to stop the procedure. The patient was removed from the table, and the procedure was rescheduled for a later date. No patient injury reported. This product problem is being reported because the procedure has to be rescheduled; resulting in a potential for harm due to the delay of the procedure.